Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm approx one month ago. The vessel morphology was reported as the aortic neck is 26 mm in diameter at the renal artery and 20 mm below the renal artery (the length of the aortic neck) the aortic neck is 33 mm in diameter, conical aortic neck. There is no tortuosity and no calcification in the iliac arteries. It was reported that the final angiogram revealed a proximal type I endoleak from the bifurcated stent graft. The physician modeled the stent graft with a reliant balloon and implanted a palmaz stent improving the type I endoleak; however, the endoleak did not completely resolve. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (conical aortic neck).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient returned for a 30 day follow up and the endoleak has resolved without secondary intervention.